Event description:
Account stated that they had a bed that was drifting down very slowly. No pt impact.

Manufacturer narrative:
Technician found that the valve guide tube assembly was defective. Technician replaced the valve guide tube to resolve the issue.